Manufacturer narrative:
(B)(4): the implantable neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
After a normal neurostimulation trial, the pt proceeded with permanent implantable neurostimulator placement. Post operatively, high impedances were noted across all electrodes. The implantable neurostimulator was revised. The hcp was unable to eliminate the high impedances. The lead was removed and reinserted into the neurostimulator header multiple times. Ultimately the hcp was unable to remove the lead from the device. The surgery was unsuccessful. The pt was seen (B)(6) 2011 for further troubleshooting. The lead was broken. The hcp needed to use a lot of force to remove it from the neurostimulator. The entire system was replaced. The issue was believed to be associated with the neurostimulator, not the lead. There was no injury associated with the events.